Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1005 due to an open circuit being detected during shock delivery. This occurred during a routine generator changeout procedure, while performing a painless test through the new ICD. The painless test yielded in range shock impedance measurements, then after these measurements were observed, code 1005 was displayed. Technical services (ts) was contacted and recommended troubleshooting and programming options. Upon further troubleshooting, it was found that the superior vena cava (svc) coil exhibited high out of range impedance measurements, measuring greater than 125 ohms; therefore, the svc coil was programmed off. At this time, the physician does not want to replace the right ventricular (rv) lead. The physician opted to perform a defibrillation threshold (dft) test through the distal coil only. A successful dft test was performed and yielded in range shock impedance measurements through the distal coil. The ICD system remains in service. No adverse patient effects were reported.